Manufacturer narrative:
Date of submission: 10-dec-2017. Device evaluation: the device has been returned and evaluated by product analysis on 09-dec-2017 with the following findings: a review of the pump¿s black box and alarm history showed evidence of call service 054 and 052 alarms. During testing, the pump was powered on and found to be functioning properly without issue or call service alarms. The pump successfully completed the rewind, load, and prime steps without issue or call service alarms. The pump successfully completed the 24 hour duration test without any issue or call service alarms. The original complaint of a call service alarm issue was noted in the pump history but unable to be duplicated during investigation.

Event description:
On (B)(6) 2017, the reporter contacted animas and reported that call service alarm [052-0000] had been emitted by the pump more often than expected by the user. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.